Event description:
It was reported that the battery was at elective replacement indicator (eri) earlier than expected. It was also reported that the left ventricular (lv) lead showed elevated thresholds which contributed to the shortened device life. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568-45 lead, (B)(6) 2003; 6947-65 lead, (B)(6) 2004. (B)(4).